Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line separated from the cartridge. Reportedly, the cartridge had been in use for 2-3 weeks. Customer's blood glucose level was not impacted. A cartridge change was performed resolving the issue.